Event description:
A medtronic representative reported a solera 5.5 tap with a k-wire that remained stuck inside. The site was cleaning the solera 5.5 tap and attempted to use a k-wire to dislodge bone from inside. The k-wire subsequently became stuck inside the tap. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. Site has not requested a replacement 5.5mm cannulated tap. Suspect device has not been returned to manufacturer for further evaluation.